Event description:
Caller indicated the relion prime meter was reading high. Caller stated he did a test with his prime and got a hi and immediately after did a test with a different meter, using a new lancet and wipe, on his other hand and got a reading of 80. Went out and bought a new meter then called us to report it. Controls not used. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.